Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va0dc8k, implanted: (B)(6) 2013, explanted: (B)(6) 2018. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 18-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had a new stimulator system implanted; it was replaced because the ¿wires were frayed and the battery was dead". Additional information was received from a manufacturer representative on (B)(6) 2019. It was reported that the manufacturer representative was unaware of any wire fraying; this was the first they were hearing of it. Thus, no additional information was known. Additional information was received from a health care professional on (B)(6) 2019. It was reported that the cause of the wires being frayed was unknown; ¿twisted leads shown on pelvic xr (B)(6) 2018.¿ the cause of the battery being dead was noted to be ¿end of battery life¿. No further patient complications are anticipated or expected as a result of this event.